Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they received a hazard alarm and their blood glucose level had rose to 482 mg/dl. An ambulance was called for the patient. Upon arrival of the ambulance the patients vitals were monitored and the patient was treated with insulin and a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.